Event description:
Metallic ureteral stent and introducer was placed in the left renal pelvis. After the stent was deployed, attempts to remove sheath was met with resistance. Sheath and stent were removed with moderate pressure. Sheath had three crimped/crumpled areas on it. Ureteroscopy reveals linear tear on the ureter. Nephrostomy tube and internal ureteral stent placed in interventional radiology.